Event description:
It is reported that the lag screw reamer cut into the lag screw guide wire within the femoral neck and left metal debris in the femoral head and neck of the pt.

Manufacturer narrative:
The device history records were reviewed and found to be conforming. The product will be returned for eval. The device will be returned for eval. As soon as an investigation result is available, a f/u report will be submitted. (B)(4).